Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during normal pulse generator change procedure, the physician discovered the atrial lead and right ventricular lead exhibited insulation damage just distal of the pin connectors. The leads exhibited no electrical anomalies. The atrial lead was then repaired and the right ventricular lead was capped and replaced. The procedure was completed successfully without any complications. Related manufacturer reference number: 2017865-2019-06126.